Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Complaint analysis: the situation described event occurred after therapy when a radiographer was decannulating a patient, a portion of the tubing was retained in the vessel. Instruction for use (IFU): proper adherence to the IFU may avoid such issues. According to the IFU under the warning section, it is stated that: after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism. Do not bend the catheter/needle during insertion, advancement, or removal of the needle. Extreme care should be taken not to cut the catheter and possibly cause an embolism. Evidence at disposal: no samples were returned, and no meaningful photos available for a proper evaluation. Device history record (DHR): reviewed the device history record for batch number 25g09g8951 and there were no defect encountered during in process and final control product inspection. Conclusion: as no sample was received, further investigation was not possible to determine the actual cause. Complaint is not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: premarket submission # k213085.

Event description:
According to the complainant, following completion of therapy and during decannulation of the patient, a portion of the device tubing was retained within the patient's vessel. The patient was subsequently sent to the hospital for evaluation and was awaiting vascular review at the time of reporting. No additional details regarding patient outcome have been made available.